Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that etco2 module alarmed for high or low respiratory rate that did not match with patient respiratory rate assessment, causing pca pause. The clinician troubleshot by changing the cannula and changed the device. This was reported to bd representatives during their site visit. There was patient involvement but no harm.